Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6.0/+6.0/99 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The patient experienced excessive vaulting but it was reported that the patient feels good and the surgeon decided no surgical intervention is planned and will be monitored over the next months. Lens remains implanted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6.0/+6.0/99 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The patient experienced excessive vaulting but it was reported that the patient feels good and the surgeon decided no surgical intervention is planned and will be monitored over the next months. Lens remains implanted.